Event description:
The consumer reported that the patient's implantable neurostimulator (ins) was too low, so their health care provider (hcp) moved it on (B)(6) 2016. The patient had a second surgery to remove a mass on their liver on (B)(6) 2016. The hcp adjusted the ins on (B)(6) 2016 and since then the patient had been feeling a palpitation sensation under their left rib where the mass had been. The patient was feeling an electric shock sensation on their right side just above their belly button since (B)(6) 2016. This event was due to a sudden change. The patient left a voicemail at their hcp's office on (B)(6) 2016. The patient saw their managing hcp on (B)(6) 2016 regarding the shocking and the hcp told the patient it was not possible that the device would be causing the shocking. The hcp turned the device off and the shocking went away with it off. The hcp thought it could be the patient's nerves causing the shocking. The patient did not think the solution was to turn the device off because they went through all these surgery and all this pain for nothing. The patient was going to see their managing hcp again in 2 weeks and they would turn it on again, but at a very low setting. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvicfloor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.